Event description:
It was reported that 958 days post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The patient experienced classical angina symptoms and presented for elective cardiac catheterization. A lesion was located in the first diagonal branch with a 60-70% stenosis. The physician predilated the lesion with a 2.5mm quantum maverick balloon and then delivered a 2.5x20mm taxus express2 drug eluting stent. The stent was "intentionally underdeployed" as the vessel was believed to be smaller than 2.5mm. The stent was deployed at approximately 7 atmospheres. The stent was then post dilated with a 2.5mm maverick balloon, again underdilating at the ends of the stent, but going above nominal pressure at the mid stent as the lesion there appeared to be somewhat resistant. At the end of the process, there was a very nice result with a 9% residual stenosis. Mediations used during the procedure included angiomax bolus, dilaudid, and versed. The patient complained of anginal pain when the artery was being predilated with balloon inflation. Nine hundred fifty eight days later, the patient presented with worsening exertional chest pain and shortness of breath and was referred for heart catheterization and reassessment of his prior stents. It was determined that there was a 95% in-stent restenosis of the taxus stent in the first diagonal branch. Additional restenosis was discovered in previously placed stents in the left anterior descending (lad) and the left circumflex (cx). The patient was referred to cardiothoracic surgery for heart bypass surgery. Seven days later, the patient had heart bypass surgery to three arteries. The bypass performed was the left internal mammary artery to the lad, the right internal mammary artery to the obtuse marginal-2nd branch, and to the radial artery to 1st diagonal. The patient was discharged from the hospital 7 days later.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.